Event description:
Per the clinic, the patient experienced recurrence of cholesteatoma (non-device related). The patient also dislike the usage of the device leading to non-use few months ago (specific date not reported). The patient also elected to remove the device due to concern for possible artefact from the device during imaging if the patient ever develop a brain tumor. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, to remove the cholesteatoma and explant the device during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.